Manufacturer narrative:
Per 3712 - final report. Additional information, including date of primary surgery, details of the femoral head, post primary and pre revision x-rays, patient age, activity level, weight, medical history, whether the patient experienced any trauma prior to the event and an update on the patient post revision were requested in ordr to progress with the investigation of this event. However, three reminders have been sent without feedback from the reporter. Also, the explanted device was not returned for examination. The appropriate device details were provided, and the relevant device manufacturing record has been identified and reviewed. All finished parts associated with this record conformed to the material and dimensional specifications at the time of manufacture. Based on available information, no further investigation can be conducted and the root cause of the reported fracture could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Minihip revision due to stem fracture. It is unknown how long this device was in situ.

Manufacturer narrative:
(B)(4) initial report: additional information, including post primary and pre revision x-rays, operative notes, patient details, whether the patient experienced any trauma prior to the event and an update on the patient post revision has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Minihip revision due to stem fracture. It is unknown how long this device was in situ.